Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturer ref# (B)(4). G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. (B)(4). Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to study: (B)(6) - patient ¿ (B)(6): filter fracture on pre-retrieval x-ray (site). During the index procedure on (B)(6) 2016, the patient received a gunther tulip filter. The primary reason for filter placement was a current deep vein thrombosis with a contraindication to anticoagulation. The inferior vena cava (ivc) diameter at the intended filter location was 23.62 mm. There was no ivc anatomic anomaly or presence of thrombus in the ivc prior to filter placement. Using the right internal jugular vein as the access site, a gunther tulip filter was deployed at the intended location in the ivc infrarenal site and in a location suitable to provide sufficient mechanical protection against pulmonary embolism (pe). The filter neither deployed prematurely nor did the filter jump upon deployment. There was no evidence of filter fracture, deformation, migration, or extravasations of contrast. Filter legs did not appear outside the column of contrast after filter placement. Filter tilt was 11 - < 16 degrees. Analysis of the placement procedure venacavagram revealed no ivc anatomic anomaly or presence of thrombus in the ivc prior to filter placement. The filter was placed in the ivc infrarenal site. The ivc diameter at the filter location was 20.1 mm. The angle of filter tilt in the ap view was 8.5 degrees. There was no evidence of deformation, extravasations, or migration. Filter legs did appear outside the column of contrast after placement. On (B)(6) 2016 (day of procedure), the post-placement x-ray was performed. There was no evidence of filter fracture, embolization, or migration. Filter tilt was 11 - < 16 degrees. Analysis revealed no evidence of filter fracture, deformation, or embolization. Filter migration was not assessed. The angle of filter tilt in the ap view was 11.7 degrees and 4.6 degrees in the lat view. On (B)(6) 2017 (77 days post-procedure), the three month follow-up clinical assessment was completed. The patient was taking warfarin and had experienced no reportable events since the last contact. On (B)(6) 2017 (125 days post-procedure), the pre-retrieval x-ray was performed. There was evidence of filter fracture. There was no evidence of embolization or migration. Filter tilt was < 6 degrees. On the same day, the filter was retrieved since it was no longer clinically needed. There was no thrombus present within the filter. Filter legs did appear outside the column of contrast before retrieval. The filter was retrieved via the right internal jugular vein using an 11 fr 30 cm sheath, 9 fr 45 cm sheath and a 15 mm gooseneck snare. Patient outcome: the patient remains in the study.

Manufacturer narrative:
Exemption number e2016032. (B)(4). Name and address for importer site: (B)(4). Summary of investigational findings: investigation is based on description of event and image review. A tulip filter was placed in an infrarenal location without evidence of significant tilt or immediate penetration. Approx. Four months later the filter was in same location, but the right and left lateral most primary filter legs project outside of the column of contrast, by 11.6 mm on the left and 17.7 mm on the right, indicating penetration. The complaint report describes a filter fracture; however, this fracture is not evident on the images submitted for review. The visualized primary and secondary legs all appear to be intact. The ivc filter was retrieved in its entirety with what appears to be only minimal difficulty with retracting the filter into the sheath of the retrieval device, likely due to the penetration. Vena cava wall perforation is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Among other causes, vena cava wall perforation may inadvertently be initiated by improper deployment, excessive force or manipulations near an implanted filter (e.g., a surgical procedure in the vicinity of a filter) and (or) procedures that involve other devices being passed through an in situ filter. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events.